Event description:
Infusion procedure four screws and one plate were implanted. Review of the x-ray indicated that the two superior screws fractured. It is unknown when the fractures occurred. The rest of the construct was sound with no other anomolies noted. Implantation date 2002.